Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator was inappropriately shocked. The device was reprogrammed. No further information was available.

Event description:
New information received on (B)(4) 2019, indicates that the patient received another inappropriate shock for supra ventricular tachycardia on (B)(6) 2017. Programming changes were made, and the patient was stable.

Event description:
New information received on (B)(4) 2019, indicates that the patient did not receive an inappropriate shock on (B)(6) 2016.